Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states that the hardware that attaches the head deck of the bed to the foot & thigh deck is coming loose and causing the deck of the bed to bend.